Event description:
This is an adverse event report due to serious injury of a patient. There was no injury to the operator or other personnel. Siemens obtained information from (B)(6) on 4/20/2016 that a patient was positioned on the symbia t16 patient handling system (phs/bed) of the device in preparation of being scanned. The patient had been given a dose of ativan at the site prior to coming to the nuclear medicine department for the scan. The patient was positioned on the phs with a non-siemens accessory (medi nuclear body wrap). When the technologist (operator of the device) turned around to go to the control room, the patient rolled off the bed and hit the floor. Subsequent to the fall, the patient had a CT scan, which determined that he incurred facial fractures and a convexity bleed in the skull that resolved on its own. Siemens attempted to obtain additional information regarding medical intervention or current status of the patient. No other treatment information, beyond what is described above, is being made available to siemens by the clinical site. The event date was (B)(6) 2016 but the incident was reported by the site to siemens on 4/20/2016. Siemens' investigation to date indicated that there was no device malfunction. The labeling of the device was reviewed and determined to be correct and adequate. In the "safety and external labeling" section, the following warning is present: "observe the patient at all times and maintain communication." The following caution in the labeling is present: "only use siemens accessories, and only as intended." There were no product defects or failures. The root cause of the event was determined to be user error.